Manufacturer narrative:
(B)(4). The screw was returned for eval. Visual macroscopic review confirms screw is broken. Microscopic analysis of fracture surface reveals fairly flat fracture with progressive striations consistent with fatigue, and no indication of torsion or overload. A review of the device history records did not identify any applicable non-conformance to spec. X-ray review shows fusion at c5-6-7 with an anterior plate. The lower screw is broken and backed out at c7. Considerable subsidence is noted and likely related to screw breakage.

Event description:
It was reported that the pt underwent a 2 level anterior cervical procedure. Reportedly, the pt sustained a fall striking her head and neck on a table. Post fall, x-rays revealed a broken screw. Reportedly fusion was achieved. The head and upper post portion of the screw were removed, but the tip of the threaded portion of the screw remains in the vertebral body. The plate remains implanted, another bone screw was implanted to replace the screw that was removed. The pt also reportedly underwent a posterior procedure. No add'l pt complications have been reported.